Event description:
The customer observed falsely elevated total bilirubin results for a newborn patient (30 hours old) who was treated with a photo blanket for 10 hours. On (B)(6) 2023 for sid (B)(6) the initial result was 19.7 mg/dl (sample integrity +1 hemolysis), the newborn was placed under the photo blanket. A new sample was recollected a couple of hours later and the result was 6.3 mg/dl (normal range 0.1 ¿ 10.3 mg/dl). The issue was discovered on (B)(6) 2023 but the sample was already discarded; unable to rerun tests. The newborn received treatment with a photo blanket for 10 hours. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Precision was performing as expected. No additional issues were identified. Based on the investigation, no deficiency for lot number 63184uq11 was identified.

Event description:
The customer observed falsely elevated total bilirubin results for a newborn patient (30 hours old) who was treated with a photo blanket for 10 hours. On (B)(6)2023 for sid (B)(6)the initial result was 19.7 mg/dl (sample integrity +1 hemolysis), the newborn was placed under the photo blanket. A new sample was recollected a couple of hours later and the result was 6.3 mg/dl (normal range 0.1 ¿ 10.3 mg/dl). The issue was discovered on (B)(6)2023 but the sample was already discarded; unable to rerun tests. The newborn received treatment with a photo blanket for 10 hours. No adverse impact to patient management was reported.